Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired the same day. It was reported that the death occurred due to exposure of the products administered during dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.